Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 3006705815-2021-00624. It was reported the patients leads had migrated and become twisted. The leads were explanted and replaced without any issues. Therapy was restored post-operative.